Manufacturer narrative:
The reported complaint that the autopulse platform (sn (B)(6) displayed an "system error, out of service, revert to manual CPR" error message that would not clear was confirmed based on the review of the archive data and during functional testing. The root cause of the reported complaint was the failed processor board, likely attributed to the aging of the device. The device's life expectancy is 5 years. The autopulse platform was manufactured in feb. 2009 and is over 15 years old. Ap vision indicated system error - 136 (invalid parameters block), thus confirming the reported complaint. The autopulse platform failed initial functional testing due to the "system error, out of service, revert to manual CPR" error message displayed upon powering up the device. Therefore, the reported complaint was confirmed. The failed processor board (pca) was replaced to remedy the system error. During service, the autopulse platform passed the run-in test without any fault or error. The autopulse passed final testing without any fault or error. Historical complaints were reviewed for service information related to the reported complaint, and there were no similar complaints reported for autopulse with serial number (B)(6).

Manufacturer narrative:
Zoll has not received the autopulse platform in the complaint for investigation. A supplemental report will be filed if and when the product is returned and investigation has been completed.

Event description:
The customer reported during shift change, the autopulse platform (sn (B)(6) displayed an "system error, out of service, revert to manual CPR" error message that would not clear. No patient involvement.